Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The catch-post hipot test, patient hipot test, and current leakage test were performed and passed. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away at home while undergoing ccpd therapy. The patient had disconnected from the cycler (phase of treatment unknown) sometime during the night, and the patient¿s spouse found the patient the following morning. The patient was found dead in bed with the liberty select cycler alarming the ¿patient line is blocked.¿ the patient was taken from the residence directly to the funeral home, without an autopsy being performed. The patient¿s treatment data from on (B)(6) 2021 was reviewed, and no alarms or variances were noted. The patient was not on hospice care, nor was the death expected/impending. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The pdrn stated there were no concerns the patient¿s liberty select cycler was deficient in anyway. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away at home while undergoing ccpd therapy. The patient had disconnected from the cycler (phase of treatment unknown) sometime during the night, and the patient¿s spouse found the patient the following morning. The patient was found dead in bed with the liberty select cycler alarming the ¿patient line is blocked.¿ the patient was taken from the residence directly to the funeral home, without an autopsy being performed. The patient¿s treatment data from on (B)(6) 2021 was reviewed, and no alarms or variances were noted. The patient was not on hospice care, nor was the death expected/impending. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The pdrn stated there were no concerns the patient¿s liberty select cycler was deficient in anyway. Additional information was requested, however it was not available.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy during expiration. The definitive cause of the patients cardiac arrest and subsequent death is unknown; therefore, causality cannot be established. The pdrn reported the patients death was unexpected, however there were no fresenius device(s) or product(s) malfunctions to report. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired during treatment. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient passed away at home while undergoing ccpd therapy. The patient had disconnected from the cycler (phase of treatment unknown) sometime during the night, and the patients spouse found the patient the following morning. The patient was found dead in bed with the liberty select cycler alarming the patient line is blocked. The patient was taken from the residence directly to the funeral home, without an autopsy being performed. The patients treatment data from (B)(6) 2021 through (B)(6) 2021 was reviewed, and no alarms or variances were noted. The patient was not on hospice care, nor was the death expected/impending. The pdrn stated the cause of death was cardiac arrest, due to unknown causes. The pdrn stated there were no concerns the patients liberty select cycler was deficient in anyway. Additional information was requested, however it was not available.